Manufacturer narrative:
No product was returned for evaluation. Should new relevant. Information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Additionally, the customer stated having physical difficulty with loading the cartridge and has less than optimal eyesight. The customer blood glucose (bg) level was (over 600 mg/dl). The customer administered a syringe bolus to address bg level. Troubleshooting with tandem customer technical services (cts) determined the pump functioned as intended. The customer reported that the insulin was almost empty and received an empty cartridge alarm while on the call. Cts assisted the customer with loading a new cartridge and the fill estimate was accurate. The customer declined to further troubleshoot.